Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information requested and following was obtained: please clarify if this complaint is for suture or mesh? Mesh. Please clarify a lot number for all three devices of prolene mesh? Unk. Did the 3 devices come from the same secondary package? Unk. Confirm that the seal of the primary package was opened, not intact on all three pmm3 devices resulting in device exposure to the environment and loss of device sterility? All 3 device with sterile package open. It was reported devices not used on the patient. Tell us how the procedure was completed? Confirm no patient consequences? Unk. Provide name of scheduled procedure? Unk. It was reported no devices are returning, customer is retaining products. Please confirm that 0 devices are being returned. 0 device will be returned back. Note: same events for other two same devices were reported via 2210968-2019-79935 and 2210968-2019-79937

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6)2019 and the mesh was implanted. During the procedure, it was noticed prior to use on the patient that the patch/mesh was not packed tightly; one side was not sealed. The mesh was not used on the patient; another like device was used to complete the procedure. Additional information has been requested.